Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and dislodgement were observed on the right atrial (ra) lead. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.